Manufacturer narrative:
(B)(4). The data log was provided by the patient and reviewed on 07/30/2015. Review of the data log confirmed the reported event. The complaint device was returned for evaluation. A visual inspection was performed and found no observations related to the customer complaint. The receiver displays "low battery' when buttons are pushed. Functional testing was performed and resulting in no failures related to the customer complaint. The receiver log was reviewed finding errors. The errors confirmed the reported event; however, a root cause cannot be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, their receiver displayed the initializing screen without manual restart. No additional event or patient information is available.